Event description:
Additional information received indicated the baseline transthoracic echocardiogram (tte) measurements, prior to the valve-in-valve revision identified a max aortic valve velocity (v2) of 1.65 meters per second (m/sec), a mean aortic gradient (mgv2) of 5.94 millimeters of mercury (mm hg), an aortic valve area (ava) of 3.89 centimeters squared (cm2), severe total aortic prosthetic regurgitation, severe transvalvular regurgitation, moderate mitral regurgitation (mr) and mild tricuspid regurgitation (tr).

Manufacturer narrative:
Updated data: a1, b5, d4, h4, h6 corrected data: b2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately four years, seven and a half months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav) (serial number unknown), a multi-detector computed tomography was performed. The primary mode of valve failure was s tructural valve deterioration: predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration. This was characterized by a new occurrence or increase of >=2 grades of intra-prosthetic aortic regurgitation resulting in >=severe ar. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacem ent procedure, tav-in-tav, was appropriate. Three weeks after the valve failure was identified, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient symptoms prior to re intervention were reported and no complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.